Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "irregular contouring of the lower margin of the right implant with echogenic content located between the fibrous capsule and the elastomer suggesting intracapsular rupture". The device remains implanted.

Event description:
Patient reported right side "irregular contouring of the lower margin of the right implant with echogenic content located between the fibrous capsule and the elastomer suggesting intracapsular rupture" and "pain". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., d.4.